Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that archives are no longer available. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The system passed the system checkout and was found to be fully functional. Other relevant device(s) are: fusion 2.3 9733467. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon was not able to pass tracer or point merge registration. Rep reported multiple trace attempts failed using the proper technique with an error metric of around 29 mm. Patient was present and navigation was aborted. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.